Event description:
The customer received a blood glucose reading of 234mg/dl from the contour next usb, retested on a different meter and the reading was 87mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips were sent to her.